Event description:
It was reported the device had constant lock out problems during a laparoscopic gastric bypass. Another device was used to complete the case. There was no consequence to the patient.